Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records was completed: avalign technologies - nemcomed division manufactured the synfix mini-open implant coupling. The certificate of compliance (dated march 13, 2013) indicates the lot was manufactured and conformed to specifications, per the relevant synthes assembly drawing. The lot was inspected and conformed to the synthes inspection. There were no complaint-related issues, mrrs, or ncrs associated with this lot. Ten parts were released to the warehouse on march 20, 2013. The synfix mini-open implant coupling was manufactured to the synthes drawing, released on july 11, 2007 with components released on or before december 6, 2007. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reportedly, the surgeon encountered issues during an anterior lumbar fusion with the synfix-lr 15mm at l4-l5 and the antegra construct at l5-s1. After inserting the spacer, the surgeon attached the 12mm synfix mini-open fixed handle aiming device and used the low profile u-joint awls for the trajectory of the screws. The surgeon inserted the downward synfix-lr 4.0mm ti locking screw 15mm. He had difficulties inserting the upward right synfix-lr 4.0mm ti locking screw 20mm at l4. The surgeon removed the upward right synfix-lr 4.0mm ti locking screw 20mm at l4 because he felt it was too short. He attempted a synfix-lr 4.0mm ti locking screw 25mm screw instead, which did not advance all the way through. The surgeon then decided to remove the aiming device and both the 15mm and 25mm synfix-lr 4.0mm ti locking screws. When attempting to remove the synfix-lr 4.0mm ti locking screw 25mm screw the plate came off of the synfix-lr spacer. The surgeon removed the spacer and implanted a new synfix spacer with an anterior plate. The surgeon assembled the new aiming device on the plate and inserted all the new screws. He still had difficulty with the upper right screw (synfix-lr 4.0mm ti locking screw 20mm) at l4. After reviewing the final fluoroscopy image, the surgeon decided to replace the l4 top right screw. The surgeon was unable to replace the screw because the screw stripped when trying to remove it. The surgeon elected to leave the stripped screw implanted. The procedure was successfully completed without any reported patient harm. The reported event resulted in a 15-minute delay. It is unable to determine which of the aiming devices is the suspect device. This is report 7 of 12 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development evaluation was completed: the applicable technique guide was reviewed. Detailed instructions are provided for proper mounting method and use of the aiming device, including indications for positioning as well as note for making sure that aiming device is fit snugly against the plate without over tighten. Upon inspection of the two received coupling devices part #03.802.200 (both from lot #7212989), one exhibits a distal threaded tip slightly bent and the other coupling device does not exhibit visible damage that may have contributed to a connection or attachment problem (alignment) with the implant which may potentially result in the difficulty reported. Both coupling devices were assembled into the returned aiming device 03.802.202 and no interaction problem was noted. Evidence suggests that the damage seen could have been caused by improper technique (improper manipulation in-situ); it is not clear if the aiming device was properly tightened as explained in the technique guide or if the implant coupling knob was secured; if it is used in loosened state may also contribute to cause improper opening of the cortex and subsequent difficulties as reported. The applicable and associated component drawings were reviewed. These drawings detail the appropriate dimensions, materials, and finishing processes. Additionally, the interface between the aiming device, the coupling and the implant was verified, no potential design issues were found. The coupling design is adequate for its intended use and did not contribute to this complaint. In conclusion, based on the evaluation results, it is confirmed slightly damage in one of the two returned coupling shafts however evidence suggests that condition seen could have been caused by improper technique (improper manipulation in-situ) and it is not clearly determined how the difficulty experienced occurred as such this complaint cannot be confirmed from a design perspective and the design of reported device was found to be adequate for its intended use. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.